Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) event disabling the minute ventilation (mv) sensor. During a review of the event data by technical services (ts) it was noted that the patient had undergone open heart surgery on the same day as the event. It was believed the observed oversensing of noise was due to the procedure and there was no further evidence of noise. Reenabling of the mv sensor was planned. This device remains in service. No adverse patient effects were reported.